Event description:
I was implanted with essure in 2006. In (B)(6) 2011, I had to have a presacral neurectomy to deal with the constant and debilitating abdominal pain. This was only due to essure. When they were performing my presacral neurectomy, they visually inspected my uterus for signs of endometriosis and found none. There were no other issues, no fibroids, no lesions, just debilitating abdominal pain.